Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported at the implant attempt, before any contact with patient, the helix would not extend, despite repeated attempts. The lead was not used and was replaced. There were no patient complications reported as a result of this issue.